Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. Reportedly, the patient arrived to the clinic with an open wound and the device was visible. Wound care has been provided and antibiotic was given as well. The patient was scheduled for pocket revision; however, infection was noted. There were no additional adverse patient effects reported. The rv lead was explanted.